Event description:
The pt was hospitalized for hypoglycemia. The pt reported that she inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/prime sequence. The pt has continued to use the pump with no reported subsequent events.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2014 with the following findings: evaluation revealed a no cartridge detected and pump not primed warnings with zero force observed in the black box. During the load step, the pump failed to detect the cartridge. The force sensor calibration test revealed the sensor is not detecting force. The pump opened and force sensor flex pins were found to be fully disconnected from the force sensor socket. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display.